Event description:
Additional information indicates that the patient was experiencing right ventricular undersensing during a ventricular fibrillation episode and right atrial lead noise due to lead fracture. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17590. It was reported that the patient has his system extracted and reimplanted due to unknown atrial and right ventricular lead malfunctions.